Event description:
Initial sodium result on one patient sample was 108 mmol/l. Same sample repeated on same instrument recovered 157 mmol/l and 156 mmol/l. A different patient sample recovered 85 mmol/l upon initial run. When this same sample was repeated on the same instrument, it recovered 137 mmol/l. No treatment received based on results. Results were not released. The field service representative was unable to determine the cause. The field service representative performed performance check tests which were within specification.